Event description:
The customer reported that the device failed the opcheck for the therapy cable.

Manufacturer narrative:
The customer reported that the device failed the opcheck for the therapy cable. This was in testing only and there was no pt involvement. A philips field service engineer evaluated the device and could not reproduce the reported symptom. Based on the customer description only, we are considering this a reportable malfunction. As of 05/18/10, there have been no further reports of this symptom and this device from this customer.